Event description:
Patient with known short-to-shield fracture diagnosed on admission (B)(6) 2015. Patient evaluated by thoratec engineers at the time who recommended non-surgical intervention with a non-grounded cable. Patient admitted on (B)(6) 2016 for low flow alarms and dizziness. Pump stops were found on device interrogation. Patient was taken for urgent exchange on (B)(6) 2016.